Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they visited the dentist and have been diagnosed with periodontal disease; their lower teeth are loose. Patient is very concerned about long term damage caused by the aligners. At check in patient marked true to periodontitis, sensitivity and loose.